Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: incidence and predictors of pacemaker dysfunction with unipolar ventricular lead configuration. Can we identify patients who benefit from bipolar electrodes? Pace 2001; 24(pt. I):1383¿1388. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports the incidence and predictors of ipg dysfunction with unipolar pacing. Ipgs exhibited ventricular oversensing and increased thresholds leading to an overall incidence of 5.9% pacemaker malfunctions during the study. It was noted that patients with oversensing during unipolar configuration exhibited symptoms during provocation. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.